Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) for unspecified reasons. The app was removed and an ams 700 inflatable penile prosthesis (ipp) was implanted in its place. No patient complications were reported. The explanted components are not expected for return. A supplemental report will be filed should additional information be received, or the device returned for analysis.